Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been seen by paramedics with hypoglycemia. The patient's blood glucose levels reached 41 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include seizures, was shaking, was buckled to his knees, and was not responding. The patient was treated with dextrose by the paramedics. The pod was worn when seeking medical attention.